Manufacturer narrative:
Additional information was added to h4, h6, and h11. Correction: d10 (also update date to n/a). H4: the lot was manufactured between march 10, 2023 ¿ march 13, 2023. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection was performed, and no evidence of a leak from the fill port was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. This occurred during setup prior to patient use. The device contained fluorouracil and 0.9% normal saline having a total infusion volume of 230ml. There was no patient involvement. No additional information is available.